Manufacturer narrative:
Date sent to the FDA: 4/28/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2010. (B)(4) submitted for adverse event which occurred on (B)(6) 2010. (B)(4) submitted for adverse event which occurred on (B)(6) 2012. (B)(4) submitted for adverse event which occurred on (B)(6) 2012.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and two (2) mesh products were implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2010 during which the surgeon noted a large incarcerated hernia with a large loop of transverse colon and omentum tightly stuck within the hernia, at the area of the old mesh. The mesh was removed and the fascia edges were freshened. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2012. It was reported that the patient experienced severe pain, scarring, bulging, inflammation, stress and anxiety. No additional information was provided.